Event description:
Hamilton medical ag received the following complaint description (summary of the customer-report): the ventilator allegedly went into standby mode spontaneously during active ventilation, with patient injury reported. Patient harm were reported and a additional device was required. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: hamilton medical ags conclusion: on (B)(6) 2025, an event involving a hamilton-c6 ventilator was reported, describing repeated transitions into and out of standby mode, which produced continuous disconnection alarms. The investigation, based on logfile analysis, confirmed that no technical malfunction occurred, no ventilation interruption was recorded, and the device did not enter ambient or safety mode. The transitions into standby were initiated by the operator and not by the device itself. All technical tests, including flow sensor calibration and leak test, were successfully passed. No parts were replaced. The disconnection alarms were caused by user handling of the breathing circuit and were acknowledged by medical staff. The device remained in clinical use and was functional. The event was attributed to staff-related handling.